Manufacturer narrative:
Additional information received on 04may2016 and includes: the surgeon did not permanently remove any stem, he was trying to remove it to make room for the new cup to be inserted. Note that this is a primary surgery. The stem repositioner was the only instrument on hand to extract the stem. Batch review performed on 25 may 2016. Lot 1550201: (B)(4) items manufactured and released on 23 september 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. On 27may2016 the r&d project manager performed a preliminary investigation and commented as follows: basing on the complaint description, we can assume that the instrument has been correctly used to move the stem during primary surgery, as it is intended to be use. The complaints reports the fact that the instrument didn't fit with the stem cone, the root cause could be the following: the instrument has not been fixed correctly on the stem by the user: in particular the screw that closes the plastic clamps on the stem has not been strength locked enough. The plastic clamps of the instrument are slight worn (we should evaluate directly the piece). Not yet received.

Event description:
During surgery, the surgeon was unable to properly impact a 56mm dm cup. The surgeon switched to a 58mm mpact cup. When the surgeon tried to remove the stem to make room to impact the 58mm mpact cup, the stem extractor failed to remove the stem. The instrument did not grip the stem properly. The surgeon left the stem in and worked around the stem to impact the cup. There was a 15-20 minute delay in surgery. The surgery was completed successfully. Instrumentation will be sent back to medacta international.

Manufacturer narrative:
Additional information received on 21 september 2016 and includes: the piece is not available for investigation.